Event description:
It was reported that this right ventricular (rv) iced exhibited an alert due to impedence measurements of greater than 3000 ohms. The patient was evaluated in the clinic, and patient isometrics end pocket menlpuletlon were performed for troubleshooting, which did not elldt any noise. No adverse patient effects were reported. The device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).